Event description:
It was reported that the patient received multiple inappropriate shocks for atrial fibrillation (af) with rapid ventricular response because the wavelet did not match. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 1258t competitor implantable pacing lead (B)(6) 2013. (B)(4).